Manufacturer narrative:
Method: risk assessment; results: visual, dimensional and functional analysis could not be performed as the device was not returned, it remains implanted. No lot # was provided, so a manufacturing record review could not be performed. Conclusion: no product issue was identified with the blocker. The reported event of "crack" heard from tulip during final tightening was most likely caused by the blocker not been seated properly in the tulip threads. When torque was applied during final tightening the force caused threading deformation resulting in the "crack" sound from tulip head.

Event description:
It is reported that "during the final tightening with the torque wrench and the anti-torque wrench, we heard a "crack". The nut has been tightened in "final tightening" but it is not aligned with the edge of the screw. Patient (B)(6) years old, arthrodesis l5-s1, incident l5 right side".

Event description:
It is reported that "during the final tightening with the torque wrench and the anti-torque wrench, we heard a "crack". The nut has been tightened in "final tightening" but it is not aligned with the edge of the screw. Patient (B)(6) years old, arthrodesis l5-s1, incident l5 right side"'.